Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On 2015-02-11 the poland affiliate received additional information of medical records from the pt; the medical records received from translation on 2015-02-12 provided the following information: on (B)(6) 2014 ophthalmology, since yesterday the patient has been complaining of bulbar hyperaemia and foreign body sensation in right eye. Contact lenses wearer; vod = 0,5 cc -8,0 dsph; od- superficial and deep hyperaemia, nasally punctate erosion surrounded by epithelial oedema; management: od- sol. Vigamox qid; od- corneregel qid; check-up visit in 2-4 days on (B)(6) 2014; the patient has been installing sol. Vigamox and corneregel for 3 days. (Corneal erosion). He/she reports improvement of the right eye condition; vod = 1,0 cc -8,0 dsph anterior segment of the eye- mixed hyperaemia without pathological discharge, punctate staining pattern on 2.00 surrounded by subtle epithelium oedema. Iris- normal, anterior chamber- clear, cristalline lens- clear; the ocular fundus: disk of sharp margins, macular area normal, vessels normal; management- continuation of the antibiotic therapy up to 10 days (qid od), corneregel qid, thealoz duo tid od;diagnosis- corneal erosion od.

Event description:
On (B)(6) 2014 we received notification from our affiliate in poland that a patient sent an e-mail advising that "his/her eyes was running and he/she has corneal erosion with bacterias. The lenses was in dirty solution on blister." The pt reported wearing the acuvue oasys brand contact lens. On (B)(6) 2015, the affiliate in poland sent an e-mail with additional information as follows: "the pt advised that he/she doesn¿t have a contact lenses, because his doctor advised him utilize the product. He/she will try receive medical documentation form his ecp. The patient eye back to normal health in fact, but he/she said that these illness has left little trace of eye under cornea. The specialist of eye¿s illness confirmed that eye is health and this little trace doesn't have an implication on seeing. The patient has used eye¿s drops and pills name: vigamox and corneregel and thealoz duo." No information was received regarding lens care or the pt's replacement schedule. Multiple unsuccessful attempts have been made to collect additional information. If additional information is received, it will be reported within 30 days of receipt. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.